Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that after receiving replaced battery cap the insulin pump did not turn on. The customer¿s blood glucose level was 279 mg/dl. The customer reported that after troubleshooting the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. In addition to this, the unit was received with the battery cap contacts missing. This may be a possible explanation as to why the customer was receiving a blank display.